Event description:
It was reported the patient experienced warmth at the device pocket, shocking/jolting sensations at the lead and neurostimulator sites, and a burning sensation. The shocking occurred during movement. The patient's symptoms started about one month after surgery. At the time of the report, the patient was at home; the patient's status was undetermined. The patient was redirected to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.